Manufacturer narrative:
Internal complaint reference (B)(4). Article cite: yapici, f., üçpunar, h., gür, v., onaç, o., alpay, y., karaköse, r., & çamurcu, y. (2022). Functional and radiological comparison of three cephalomedullary nails with different designs used in the treatment of unstable intertrochanteric femur fractures of elderly. Yaslilarda instabil intertrokanterik femur kiriklarinin tedavisinde kullanilan dizaynlari farkli üç sefalomedüller çivinin fonksiyonel ve radyolojik açidan karsilastirilmasi. Ulusal travma ve acil cerrahi dergisi: turkish journal of trauma & emergency surgery: tjtes, 28(5), 668¿677. Https://doi.org/10.14744/tjtes.2020.80733.

Event description:
On the on the literature review "functional and radiological comparison of three cephalomedullary nails with different designs used in the treatment of unstable intertrochanteric femur fractures of elderly", it was reported that, after undergoing a primary internal fixation with an intertan nailing system, one (1) patient suffered from screw cutout (protrusion of the lag screw out of the femoral head). It is unknown how this issue was solved. The outcome of the patient is unknown. No further information is available.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, without clinical and patient specific information, a thorough medical investigation cannot be performed. The root cause of the issue cannot be determined with the information provided. The patient¿s outcome/impact beyond that which was documented in the article cannot be confirmed nor concluded. No further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to bone degeneration, lack of ingrowth, surgical complication, patient anatomy/medical history, abnormal loading and/or traumatic injury. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H10: event description was updated (b5). H11: h6 corrected (health effect - impact code).

Event description:
On the on the literature review "functional and radiological comparison of three cephalomedullary nails with different designs used in the treatment of unstable intertrochanteric femur fractures of elderly", it was reported that, after undergoing a primary internal fixation with an intertan nailing system, one (1) patient suffered from screw cutout (protrusion of the lag screw out of the femoral head). Although the reduction quality of the patient was not good enough and caused a cutout, intertan was able to get the fracture to the bone union. The patient was recommended hip replacement surgery. However, the patient did not accept this offer. No further information is available.